Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in a tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with a 2.5x15mm apex balloon. The 2.75x32mm taxus liberte' drug eluting stent was implanted. The physician experienced difficulty withdrawing the balloon. The guide catheter was deep seated which provided enough resistance for the balloon to be removed. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.